Event description:
The following information was reported: a patient received a mynxgrip (6f/7f) vascular closure device on (B)(6) 2014 after an attempted arterial embolization. The patient went home that afternoon and presented back in the e.r. On (B)(6) 2014 with a hematoma. The patient was hypotensive so lopressor was given for 12 hours. The patient was taken back to the cath lab and the physician placed covered stents across the pseudoaneurysm. An ultrasound on (B)(6) 2014 measured the pseudoaneurysm at 3.1 cm x 2.4 cm. Per the physician's pa; the hematoma was 12 cm x 9 cm. The patient was then admitted to the hospital. The patient's hemoglobin dropped below 8, at 6.6 on (B)(6) 2014, so he received 2 units of blood. The patient received 2 more units on (B)(6) 2014 and 1 more unit on (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.